Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue, the full helix extension was measured within specifications. The field report of sensing anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the entire lead was normal. Visual examination found damage consistent with that occurring at the time of explant procedure. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, out-of-range sensing values were noted on the right ventricular lead. The lead was explanted and during the replacement procedure, the lead was noted to be dislodged. The patient is in stable condition.